Event description:
It was reported that during a cardiac ablation procedure, air bubbles were observed in the sheath tubing and were evacuated before entering the patient. There was low to nonexistent irrigation flow, and kinking of the sheath tubing was noted near the sheath side. Additionally, kinking of the shaft was observed distally on the balloon side of the catheter, which appeared inside the balloon on fluoroscopy during the first balloon inflation, resulting in difficulty manipulating the balloon. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26580 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation mode the guide wire lumen was observed kinked inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.84 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issues (air bubbles were observed in the sheath tubing and were evacuated before entering the patient. There was low to nonexistent irrigation flow, and kinking of the sheath tubing was noted near the sheath side. Additionally, kinking of the shaft was observed distally on the balloon side of the catheter, which appeared inside the balloon on fluoroscopy during the first balloon inflation, resulting in difficulty manipulating the balloon) were confirmed through testing. The balloon catheter failed return inspection due to guidewire lumen kink within the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.